Event description:
The customer's mother reported via phone call that the insulin pump was not functioning properly and constantly needed to have the batteries replaced. The customer's mother reported that the customer was hospitalized for low blood glucose levels and almost died. The caller was advised that the battery cap would be replaced and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.